Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: 1. Are you able to explain what is not locking mentioned? After stick, when you try to lock needle up does not lock. 2. Please confirm the quantity of defective product inspected. Had multiple jelco catheters used with same results, sent all lot related product to purchasing as well as another box of same lot with same results showed up today. 3. Was there any leakage inspected? None. 4. What type of procedure was being performed? IV start 5. Was the procedure completed as planned? Yes, but safety issue related to needle not locking in place. 6. Was there any patient involvement? Yes, used on patient, no patient or rn injured so far. 7. Was there any adverse event or serious injury reported? None. 9. When referring to the "jelco" are you meaning the catheter? Jelco refers to the whole device, able to deploy catheter, but unable to secure needle back in device 10. Is the catheter loose as in is it releasing prior to insertion? No. 11. When following the IFU, are you ensuring the catheter is seated? Yes being used appropriately , just needle not locking back into device.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: 1. Are you able to explain what is not locking mentioned? After stick, when you try to lock needle up does not lock. 2. Please confirm the quantity of defective product inspected. Had multiple jelco catheters used with same results, sent all lot related product to purchasing as well as another box of same lot with same results showed up today. 3. Was there any leakage inspected? None. 4. What type of procedure was being performed? IV start. 5. Was the procedure completed as planned? Yes, but safety issue related to needle not locking in place. 6. Was there any patient involvement? Yes, used on patient, no patient or rn injured so far. 7. Was there any adverse event or serious injury reported? None 9. When referring to the "jelco" are you meaning the catheter? Jelco refers to the whole device, able to deploy catheter, but unable to secure needle back in device 10. Is the catheter loose as in is it releasing prior to insertion? No 11. When following the IFU, are you ensuring the catheter is seated? Yes being used appropriately , just needle not locking back into device.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-aug-2023. Investigation summary: bd received twenty three 20 gauge insyte autoguard devices from lot 3166524 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical defects or deformities. Next, the engineer broke any tip adhesion and then attempted to activate the safety mechanism to retract the needle. After activation, one of the units failed to retract successfully. A closer observation showed that the spring of the unit was assembled incorrectly. The spring was not seated entirely in the gripper and a coil was sitting at the base of the catheter adapter. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to the spring being assembled incorrectly preventing the needle from completely retracting.